Event description:
It was reported to boston scientific corporation that an orise proknife was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the electrode detached. It was unknown if the electrode detached inside the patient; however, the physician expects the tip to pass naturally through the patient if it did. The procedure was completed with another orise proknife. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the electrode detachment. Block e1: initial reporter facility name: (B)(6) hospital. City: (B)(6).

Manufacturer narrative:
Block e1: initial reporter facility name: medical (B)(6) hospital. Block h2: correction e1: initial reporter phone and fax numbers have been corrected. Imdrf device code a0501 captures the reportable event of the electrode detachment. Block h10: investigation results the returned orise proknife device was analyzed, and visual evaluation noted that the electrode was not visible. However, it was found that the electrode tip was detached from the device during microscopic evaluation. No other issues were noted. The reported event was confirmed. Based on all available information, it is possible that the electrode detachment was caused by the manipulation, patient's anatomy, or technique used during the procedure. The evidence suggests that the electrode tip broke due to excessive force applied. Therefore, the most probable root cause of the reported event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an orise proknife was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the electrode detached. It was unknown if the electrode detached inside the patient; however, the physician expects the tip to pass naturally through the patient if it did. The procedure was completed with another orise proknife. There were no patient complications reported as a result of this event.